Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that during device interrogation and reprogramming, the patient experienced increased pain in leg, right thigh to buttock. There was also pain at the pocket of the ins site. The next day the doctor examined the patient and verified the pain. The patient¿s pain was 10-10-10 and the spinal cord stimulation (scs) was not helping their pain, post 2 reprogramming sessions. A month later the patient complained of pain at the battery site, which resulted in an unscheduled clinic or office visit. The physician examined the patient and there was tenderness/pain at the superior aspect of the ins pocket. Etiology indicated the relationship of the event to the device, therapy, and implant procedure as unlikely related; but not related to programming. The ins was surgically revised/repositioned deeper, more caudal, in the pocket. Thinning of subcutaneous fat was noted. The pain in the leg had decreased from level 10 to 6 which was an improvement. An MRI a month after the surgical reposition, showed severe adjacent lumbar segment disease with canal and foraminal narrowing which was a new finding for associated leg pain. The outcome was resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the new finding of severe adjacent lumbar segment disease with canal and foraminal narrowing was not device related. The exact cause of pain and tenderness at the ins site was not listed. Etiology was possibly related to the device or therapy.